Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse stated the patient temperature was above target. Water temperature was 16c, but pads did not feel cold (serial#(B)(4)). They had already swapped from the stat to 5000 (dyasy030). Nurse claimed they have had the same issue with this stat in previous therapies, but the biomed stated there were no issues. Mis explained we could pull data and see if we could determine what might have been an issue in those therapies. On new device, patient temperature was 37.4c, target temperature was 36.5c (rw complete, normothermia phase) (serial#(B)(4)), water temperature was 10.5c, flow rate was 3.1lpm, patient was 85.2kg, medium pads. Nurse stated there were issues with shivering that seem to have resolved. Nurse confirmed there was some exposed abdomen and would place a universal pad there. Mis explained machine was functioning appropriately and nurse would need to address any other sources of heat generation.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an inadequate flow rate to transfer optimal energy. However, this cannot be confirmed. Water temperature was 16c but pads did not feel cold. Nurse swapped devices. Nurse claimed they have had the same issue with this stat in previous therapies, but the biomed stated there were no issues. Mis explained we could pull data and see if we could determine what might have been an issue in those therapies. Nurse stated there were issues with shivering that seem to have resolved. Nurse confirmed there was some exposed abdomen and would place a universal pad there. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated the patient temperature was above target. Water temperature was 16c, but pads did not feel cold (serial#(B)(6)). They had already swapped from the stat to 5000 ((B)(6)). Nurse claimed they have had the same issue with this stat in previous therapies, but the biomed stated there were no issues. Mis explained we could pull data and see if we could determine what might have been an issue in those therapies. On new device, patient temperature was 37.4c, target temperature was 36.5c (rw complete, normothermia phase) (serial(B)(6)), water temperature was 10.5c, flow rate was 3.1lpm, patient was 85.2kg, medium pads. Nurse stated there were issues with shivering that seem to have resolved. Nurse confirmed there was some exposed abdomen and would place a universal pad there. Mis explained machine was functioning appropriately and nurse would need to address any other sources of heat generation.